Event description:
The manufacturer received information alleging that a trilogy evo o2 international ventilator failed the pneumatic test three times during the final test active exhalation verification test. There was no report of patient involvement, injury, or adverse health consequences associated with the event. The device was not reported to be in patient use at the time of the issue. The device has not been returned to the manufacturer for evaluation. The customer was advised to verify that the tubing used during the test setup was not kinked or bent. The customer was further instructed that, if the tubing connections were confirmed to be properly connected, the in-line filter should be replaced and the unit retested to ensure successful completion of all final test steps. The manufacturer's investigation is ongoing. The root cause has not yet been determined. If additional relevant information becomes available, a supplemental report will be submitted.